Manufacturer narrative:
The device was returned for analysis. The plunger was not returned for analysis; therefore, the reported plunger mechanical jam and bent needles could not be confirmed. The observed needle to cuff miss and link separation likely contributed to the reported bent needles and retraction problem a review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic left heart catheterization procedure with a 6f sheath. Reportedly, resistance was noted when attempting to depress the plunger during step 2. Due to the resistance, step 2 [depressing the plunger] was not completed. It was then attempted to remove the plunger; however, resistance was encountered again. Force was applied allowing the plunger to come out. It was then noted that the needles were bent. The device was removed from the patient without issue. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.